Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c6855 device handle was broken during use. On (B)(6) 2019, during a knee resection, while the surgeon was doing a routine meniscal resection, the joint of the instrument handle was broken. The user had no record of the number of uses. It is reported that the device did not come into contact with other instruments being used during the surgery. No fragments or components came into contact with the patient. There was no injury to the patient or user; therefore, there was no medical intervention or hospitalization required. The procedure was completed successfully with a competitor's device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Complaint is confirmed. Evaluation found that the set of screws were loose and blades were dull. There has been one other complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: cautions: prior to use, cleaning or sterilization, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure proper function; no loose pins or misalignments, and that the instrument is in good physical condition. Inspect instruments after use to ensure it has not been damaged. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.